Event description:
It was reported that prior to a procedure the core impaction drill leaked. Back-up equipment was used to complete the procedure. No adverse consequences to the user or patient were reported, as a result of this event.

Manufacturer narrative:
The leaking was not duplicated. However, upon disassembly for visual inspection corrosion was found on the bearing, nose cone and driveshaft.